Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient age and dob requested but not provided.

Event description:
It was reported that two different facilities within the health system experienced blood tubing sets that appeared to back flow into the normal saline IV bag or infuses very slowly regardless of being infused via a pump. Although the customer stated that they have figured out the issue and that it does not seem to be a tubing set issue, this file remains open as a generalized file to capture the initial complaint of the blood tubing sets back flowing into the normal saline bag.